Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped lens adhesive at the distal end a definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the damaged light guide cover glass bonding is an unexpected or random component failure due to stress, without any associated design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope exhibited damaged light guide cover glass bonding. The event occurred during maintenance. There were no reports of patient involvement.